Event description:
It is reported that upon impacting the femoral guide, one of the metal spikes fractured off.

Manufacturer narrative:
(B) (4). Eval summary: the end of the instrument which mates with the slaphammer shows signs of deformation, likely due to use with the slaphammer over the instrument's life. The site of the fracture appears as though it may have fractured due to bending stresses. These stresses may be attributed to off-axis impaction, which is the result of normal use because the device is typically set to a varus/valgus angle upon insertion. Based upon the available evidence, the cause of the device failure appears to be due to off-axis impaction of the device during normal use. Eval: as returned, one of the spikes has fractured off the instrument, but was not returned for review. Additionally, the instrument is exhibiting mushrooming where the slaphammer engages, likely from use over the potential field age of approximately 4 months. The instrument was found to meet print specs and the device history records are conforming.